Event description:
It was reported to philips that fluoroscopy failed. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced convertors. The device returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the issue happened. The procedure was aborted, and the procedure was completed by using other system and moved the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that was no power coming to the room. Upon doing some functional test fse found that convertor could have caused the resistors to open. Fse replaced both convertors in the generator, after replaced the convertors the system was returned to use in good working order. The codes were updated based on the investigation outcome.